Event description:
While using conmed's hyfrecator 2000, the nurse had placed her un-gloved hand on the patient. When she removed her hand from the patient, she had sustained a small burn to her pinky finger.

Manufacturer narrative:
Conmed did not receive the device in question and was unable to perform an investigation. However, the biomedical engineer from the user-facility had tested the machine and he had reported that the generator had met manufacturing specifications. A grounding pad was not used, and the facility's biomedical engineer believes that the nurse had simply completed the circuit as her hand acted as a grounding pad. As the nurse had received a band-aid to treat her wound, conmed is filing this event to notify the FDA of this injury. Although a root cause cannot be determined, the operator's manual for this machine states, "if a physician or nurse must touch the patient, place hand on the patient before activating the hyfrecator 2000. Do not break contact during activation. To lessen the possibility of a shock, wear gloves at all times and continue to avoid contact with grounded metal objects."